Manufacturer narrative:
Concomitant medical products: product ID 8709sc, serial# (B)(4), implanted: (B)(6) 2011, product type: catheter. (B)(4).

Event description:
A critical alarm occurred. The patient stated they would have the pump removed at spine surgery and will no longer use the pump. The pump was empty and alarm cut off. There was no diagnostics or troubleshooting performed. The pump had been empty for over a month. There were no reported symptoms related to the event. The patient status at the time of the report was indicated as alive, no injury. The pump had been used to deliver dilaudid (3 mg/cc at .8 mg/day). It was further reported that the patient had been discharged from the clinic that was following their pump. The patient was not seeing anyone to maintain the pump and planned to have it removed.